Event description:
A distributor reported on behalf of a healthcare facility in china, that an mr290v autofeed humidifcation chamber provided as part of a rt380 adult dual heated evaqua2 breathing circuit was found leaking water from the chamber during patient use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.